Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 30jun2017. Merge healthcare conducted an internal investigation (hemo-10649) for the issue reported that lv and ao values used to determine a patient's average gradient (avg) may not be the most current values (stale data). Gradient values are used along with cardiac output to calculate a patient's valve area. The issue was found internally during development testing, not during test protocol execution. In order to reproduce this issue, it is a complicated process that most end users would not encounter and is not normal clinical workflow. It was further confirmed that no customers have reported this issue to date. Members of a cross-functional team reviewed the issue and confirmed what was already in risk documentation; that the potential for patient harm is low since the study report would have the correct gradient calculations, even though the physician's report may contain "stale" data. The severity of harm is negligible since a clinician does not rely solely on hemodynamic measurements in making clinical decisions but rather takes into account all available patient information. A workaround is available should a customer/site encounter this issue. No further actions by merge healthcare are anticipated at this time due to the potential non-serious impact to a patient and the improbability of occurrence since it is not normal/valid clinical workflow. Revised information contained in this supplemental report includes the following: date new information received by manufacturer (6/17/2019) evaluation codes: methods code: 10 testing of actual/suspected device. Results code #1: 104 software problem identified. Results code #2: 110 design error. Conclusions code: 12 cause traced to device design. Indication of additional manufacturer information and corrected data are contained in this follow-up report.

Manufacturer narrative:
This internally found issue is currently being investigated by merge healthcare. A complaints analysis was performed and there was no evidence of a merge hemo customer reporting this issue. When more information from the investigation becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, merge healthcare identified an issue with merge hemo where values (lv and ao) that are used to determine the average gradient (avg) may not be the most current values. It is possible, depending on the workflow, that previously stored values are used in the calculation of the avg. Merge healthcare is continuing to investigate this issue. At this time there is no evidence to suggest that this issue has impacted a customer, user or a patient. However, with merge hemo potentially providing inaccurate physiological calculations, there is a potential for delay in treatment or an inadequate treatment that could cause harm to the patient. Reference complaint number (B)(4).